Event description:
It was reported that a patient was admitted to the hospital after being shocked. Device interrogation revealed undersensing on the implantable cardioverter defibrillator (ICD) resulting in inappropriate therapy. Programming changes were performed to resolve the issue. The patient remained stable throughout.